Manufacturer narrative:
Investigation results: visual investigation: we received the product in defect condition, the discs are not on the thread, the thread is torn. The handle is torn off the thread. The investigation was carried out visually and microscopically. The discs look like they have been exposed to heat. The surface is wavy and melted. The thread is torn several times. The roeder knot can therefore not be checked regarding its function. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap (B)(4) that a 6 craniofix absorbabl. Clamp sterile 11mm (part # ff016) was used during a procedure performed on an unknown date. According to the complainant, the product was damaged. In preparation for cranial closure, the product line was broken during pre-tension. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Although requested, additional information has not been made available. The malfunction is filed under (B)(4) reference cc (B)(4).